Event description:
It was reported by an autopsy technician that this patient passed away on (B)(6) 2025. The cause of death was unknown, and the patient's passing was not witnessed. The cardiac resynchronization therapy pacemaker (crt-p) system had been implanted the same day and was active at the time of the patient's death. The company representative associated with the implant had no further information. Technical services review of the saved disk data of the device demonstrated that two episodes of pacemaker-mediated tachycardia (pmt) were recorded on the day of death/implant. The first pmt episode appeared to be sinus tachycardia at the maximum tracking rate, while the second episode appeared to be true pmt. A significant change in the atrial electrogram (egm) was observed, as well as possible loss of capture with biventricular pacing, as evidenced by a large deflection on the right ventricular egm after every delivered pacing complex. The pmt termination algorithm stopped what was happening in the atrium; however, it was difficult to determine if there was atrial or ventricular capture. Based solely on the available pmt episodes, the device was operating as programmed and expected. The data appeared to show a marked change in cardiac function potentially causing atrial and ventricular loss of capture. The device system was explanted post-mortem.

Event description:
It was reported by an autopsy technician that this patient passed away on (B)(6) 2025. The cause of death was unknown, and the patient's passing was not witnessed. The cardiac resynchronization therapy pacemaker (crt-p) system had been implanted the same day and was active at the time of the patient's death. The company representative associated with the implant had no further information. Technical services review of the saved disk data of the device demonstrated that two episodes of pacemaker-mediated tachycardia (pmt) were recorded on the day of death/implant. The first pmt episode appeared to be sinus tachycardia at the maximum tracking rate, while the second episode appeared to be true pmt. A significant change in the atrial electrogram (egm) was observed, as well as possible loss of capture with biventricular pacing, as evidenced by a large deflection on the right ventricular egm after every delivered pacing complex. The pmt termination algorithm stopped what was happening in the atrium; however, it was difficult to determine if there was atrial or ventricular capture. Based solely on the available pmt episodes, the device was operating as programmed and expected. The data appeared to show a marked change in cardiac function potentially causing atrial and ventricular loss of capture. The device was received by boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.